Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One MRI plastic hard-base port was returned for evaluation. Blood and fluid residue were observed on the sample. The port septum was noted to be partially dislodged from the port body, with an angled needle puncture observed on the septum. No other visual anomalies were noted. The port was not patent to infusion or aspiration, both before and after decontamination. Leaking was observed at the port septum during the evaluation. Based on the findings, the investigation is confirmed for the reported dislodged port septum. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0604580 port & catheter allegedly dislodged. This report was received from a single source. Of the one event, did involved patient with no reported patient injury. The patient is (B)(6) years of age, the weight is (B)(6) and the gender is female.